Manufacturer narrative:
Device p-cap or reservoir locked properly in place. Device received with cracked keypad overlay, keypad overlay texture damage, overlay scratched, and minor scratched lcd window. Device passed displacement test, rewind, prime or seating, basic occlusion, force sensor, occlusion, sleep current measurement, active current measurement, and self test. Device properly connected to the guardian link 3 and green test plug. No communication anomaly noted. Device calibrated with sensor and test plug. No calibration anomaly noted. Device received with fully functional keypad. Peeled off keypad overlay and no damage noted on keypad traces. Keypad flex connector is plugged in properly. No button error alarm noted upon testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer¿s wife reported via phone call that the buttons had to be pressed few times to deliver the bolus alarm history. Customer's blood glucose level was in the range of 100 mg/dl- 300 mg/dl at the time of incident. Customer also stated that insulin pump screen had scratches but was able to read the screen and the back arrow button had a piece missing out of it. The insulin pump will be returned for analysis.